Manufacturer narrative:
Section b5: cerebrovascular accident in may2020 is reported in MFR # 2916596-2021-05261. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
When the patient was admitted, they reported that they had been experiencing melena for the past 4 days. The patient's international normalized ratio (inr) when they had been seen at an outside hospital was a 3. After the patient was admitted, coumadin was held to allow their inr to drift down. The patient's hemoglobin was 6.5 g/dl on (B)(6) 2021 which required one unit of packed red blood cells. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2021 which revealed small gastric mucosal disruption in the small bowel, one hemoclip was placed. On (B)(6) 2021 the patient's inr was 1.8. A colonoscopy was performed which revealed 2 actively bleeding arteriovenous malformations were ablated. A lower dosage of coumadin was restarted. The patient previously had an inr goal of 1.5-2, but due to a thromboembolic cerebrovascular accident which required a thrombectomy in may2020 the patient's inr goal was now 2-2.5. On (B)(6) 2021 the patient received one unit of packed red blood cells and was then discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed.